Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that he has had three infusion sets that caused bleeding and high blood glucose. His blood glucose has gone up to 549 mg/dl. The customer changed his set and his blood glucose was 76 mg/dl. The customer treated the prior high with a manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis; instead, seven infusion sets are being returned and two replacement infusion sets will be sent to the customer.